Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover. The pcb and power switch were also outdated. The investigator subsequently plugged in the line cord and turned on the power switch. The customer reported product problem (bad power switch) was confirmed during testing. The product problem was attributed to a design issue. The old design has been upgraded.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a bad power switch (direct connect to pcb). The unit was only holding power intermittently. The product problem was observed during preventative maintenance. There was no patient involvement.